Event description:
It was reported that pump insulin gauge displayed amount different than expected, with fill estimate showing 95 units and remaining static despite insulin delivery. There was no reported impact to the customer¿s blood glucose level. Customer was informed that this could occur due to large variance in measured pressures used to calculate remaining insulin and was advised that once actual insulin amount matched static value, gauge would resume normal countdown, which caller understood and acknowledged.